Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine implant procedure, shock impedance measurements were greater than 125 ohms. Technical services discussed recommendations. Prior to pocket closure, final shock impedance measurement was 50 ohms. Approximately two weeks later, shock impedance measurements were greater than 125 ohms in right ventricle (rv) coil to right atrium (ra) and coil to can configurations. Technical services discussed testing recommendations. The physician elected to continue to monitor this device system and may bring the patient back in for further review in three months. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately seven years later the device was explanted and returned for an unrelated issue.